Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extentison set luer lock retractable collar "got stuck". It was not specified during which process step the event occured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.